Event description:
It was reported that the customer was hospitalized a total of 4 times since starting pump therapy. Customer was hospitalized on (B)(6) 2014 for 3 days and a high blood glucose level of 400 mg/dl. Customer was hospitalized on (B)(6) 2014 with a high blood glucose level, but was released the same day. On (B)(6) 2014, customer's blood glucose level dropped to 16 mg/dl and customer was admitted into the emergency room and then released when their blood glucose level was stabilized. Customer went back to the emergency room on (B)(6) 2014 because their blood glucose level had risen to the 400's mg/dl. Customer declined transfer to the helpline and stated that the pump was replaced last week. Customer stated that with the helpline, they were able to figure out that the pump piston was not moving, which may be the reason why he was not getting his insulin and receiving high blood glucose levels. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-88238, 3004209178-2015-88240, 3004209178-2015-83151, 3004209178-2015-85579.